Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary treatment was aborted ad completed by transferring the patient to another facility. The remote service engineer (rse) identified that there was license issue which resulted in exposure not possible. The philips field service engineer (fse) went onsite and confirmed the reported problem. Review of system log file shows failure details as¿ no license present for requested image speed.¿ the fse installed new license file of cardiac frame rate. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error indicating the x-ray protocol was invalid, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.